Manufacturer narrative:
One 8f fast-cath introducer sheath and dilator were received for evaluation. Resistance was noted near the medial area of the dilator when a brk needle/stylet assembly from current inventory was advanced through the returned dilator and sheath. The dilator tubing was cut lengthwise and skiving was noted at the medial area of the dilator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the needle insertion difficulty is consistent with skiving. Based on the received condition of the device and the information provided, the cause of the skiving remains unknown.

Event description:
This report is to advise of skiving noted during analysis of the device.